Event description:
It was reported that the customer was hospitalized for hyperglycemia. Prior to the event, the customer called the helpine for assistance and the paramedics were to assist the customer. The customer stated that they had hbgs and were dehydrated. It was verified that the programming and histories were accurate. The customer stated that the pump had motor error problems. No further details.